Event description:
Following the initial surgery at l1-s1 (date unk) the patient underwent adjacent segment fixation (asf) surgery (date unk) to extend the construct from l1 cranially to t6. Radiographic evaluation noted a bilateral fractured rod at t12. Event radiograph also noted a suspected compression fracture of the vertebral body (no bone screw present) at t12. It is unk if the suspected vertebral fracture was the prior to implantation of the asf. The fractured asf rod was revised on (B)(6) 2014. The patient is reportedly doing well post revision surgery. Patient's activity level and compliance with post-surgical instructions are unk.

Manufacturer narrative:
Nuvasive reference (B)(4). Radiographs received confirmed the event. Rods were discarded by hosp. No product info was given and no further evaluation of the product can be completed. The construct was a large moment arm (two points supporting 7 levels above and 5 fused levels below) focusing forces at one level - t12. It is unk if fusion has occurred t6-t12. It is unk if the patient sustained some impact or fall. The root cause of this reported event has not been determined; no conclusion can be drawn. Discarded by the hosp.